Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a fully unresponsive keypad. The customer stated that a battery replacement did not resolve the issue. The customer did not know the blood glucose reading. The customer stated that she had been outside planting flowers when the alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at the display window corner, and cracked reservoir tube lip.